Event description:
It was reported when the device was used during a low anterior rection, it fired malformed staples. An interrupted suture was used to complete the anastomosis. The patient received a temporary diverting ileostomy. There was no further patient consequence.